Event description:
The patient experienced a burning sensation at the implantable neurostimulator pocket, shocking sensation, and intermittent stimulation. The patient had surgery on (B) (6) 2010 to replace the extension. The explanted extension appeared to have nicks in it. It was unk if they were there previously or if it was a result of explant damage. The surgery fixed the burning and shocking sensation. The intermittent stimulation problem continued. Group and therapeutic impedances revealed no abnormalities. The patient insisted upon a second surgery. A lead split was discovered. The implantable neurostimulator and lead were replaced. The patient status was reported as good. She recovered without sequela after replacement. It was reported the device was damaged by a dog.

Manufacturer narrative:
(B) (4). The implantable neurostimulator lead and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.